Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would continuously re-initialized. Functional testing and data download was unable to be performed due to the receiver re-initializing. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. The data log was downloaded directly from the ui pcba board. A review of the data log found firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver ceased to function. No additional patient or event information is available. No product was provided for evaluation. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported event could not be confirmed. A root cause could not be determined.